Manufacturer narrative:
H3 other text : the device has yet to be returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges chemical poising, eye irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, kidney disease/toxicity, lung disease, death, other. No other relevant clinical information was provided. Based on information available at the time of this review, there is sufficient evidence to pronounce a serious injury, as defined in 21 cfr 803.3(w). There was a death reported or alleged to have occurred. No further relevant clinical information has been provided. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges chemical poising, eye irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, kidney disease/toxicity, lung disease, death, other. No other relevant clinical information was provided. Based on information available at the time of this review, there is sufficient evidence to pronounce a serious injury, as defined in 21 cfr 803.3(w). There was a death reported or alleged to have occurred. No further relevant clinical information has been provided. The ventilator was returned to the manufacturer for evaluation and visible foam particles were noted in the airpath. The devices sound abatement foam needs to be replaced to address the issue. No repair performed due to the device not needed for inventory. The unit will be scrapped.